Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) esc, act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error and not working . Customer states that their pump has been alarming motor error a couple times by now and it keeps occurring. Customer reports the drive support cap appears normal (slightly indented). Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.